Manufacturer narrative:
A failure analysis was performed on the returned device. The returned probe was visually inspected and found to be intact, with no physical evidence of being "faulty " in any manner of construction or performance. Dried residue (most likely blood and tissue) was on the fiber tip. The fiber tip was burnt. The functional analysis showed that the output power was lower than expected most likely due to the contamination on the fiber. No information regarding the exact treatment parameters was made available. It is most likely that the patient eye had blood or other pigmented tissue at the g-probe placement site which was responsible for the conjunctival burn. Once any organic material is burned onto the fiber face, the tip remains highly absorbing for subsequent laser applications until this debris is removed. The instructions for use and user manuals instruct the user to keep the fiber clean during surgery. Once contamination occurs, use of the contaminated device should be discontinued as recommended. Per the instructions for use, the g-probe tip and eye surface should be kept moist throughout the treatment. A dry eye would most likely result in "sticking" of the device to the eye as described. Risk is low if the physician follows the proper use as described in the IFU. During the ide study scleral burns were observed in 40% of treated eyes. The current scleral burn rate for this device is below what was reported in the ide. There has been no serious injury or malfunction, but iridex has elected to submit this MDR.

Event description:
User facility reports "when applying laser treatment for cyclodiode a conjunctiva! Burn was noted. Power used was the standard power. Power and duration was reduced but repeat conjunctival burn was noted. A new probe was used with initial settings and the treatment proceeded without further incident."